Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat symptomatic pelvic floor relaxation and mesh was implanted. It was reported that the patient underwent a concurrent gynecological procedure on (B)(6) 2008 for stress urinary incontinence and a mid-urethral sling system (boston scientific) was implanted into the patient. It was reported that following insertion, the patient experienced pain, extrusion, infection, urinary problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with sacrospinous vault suspension, enterocele repair, perineoplasty in addition to transobturator tape midurethral sling procedure and laparoscopic lysis of adhesions (extensive).